Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 07/28/2015 for investigation. Investigation results are as follows: visual inspection of the returned platform was performed and found no physical damages to the platform. A review of the platform's archive data was performed and found that no sessions occurred on the reported event date of (B)(6) 2015. Functional testing was unable to be performed because the encoder shaft was jammed, thus confirming the customer's reported complaint. Further inspection determined that the mechanical gears of the encoder was damaged, which prevented the shaft from spinning freely. Based on the investigation, the part identified for replacement was the encoder. Following replacement of the encoder, the platform passed all functional testing. In summary, the reported complaint of the autopulse platform displaying a user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed upon functional testing. The root cause was determined to be damaged mechanical gears of the encoder. The encoder was replaced to remedy the complaint. Following service, including replacement of the encoder, the platform passed all testing criteria.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. Customer attempted to rotate the driveshaft but it did not move at all. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.